Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient loss therapy as well as the external device would not communicate with their ipg due to failure to recharge their scs system for an unknown amount of time. Reportedly, the ipg became inoperable. As a result, surgical intervention is pending to address the issue. Course of action.

Event description:
Follow-up identified surgical intervention was undertaken on (B)(6) 2018 where the ipg was replaced with a new model.

Event description:
Follow-up identified effective therapy was restored postoperatively and the issue resolved.